Manufacturer narrative:
D9 - product received date 8/5/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the pump had a primary audible alarm after the speaker was recently replaced. The review of event log found that the base task timeout, base not responding and backup audible alarm post. The review of service history found there was no indication related to a service of the device within the review period. The visual and functional testing was performed. The probable root cause was defective main board and replaced main board to resolve reported issue. Upon further investigation, found battery door is cracked, case top is cracked, clutch debris found in extrusion, travel coarse error. Replaced battery door 4000, case top 4000, clutch right, clutch left, leadscrew to resolve discovered issues. The pump was recalibrated and passed all performance verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a primary audible alarm after the speaker was recently replaced. There was no reported patient involvement.